Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided information. No evidence was found suggesting product error was a contribution factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation , the complaint will be re-opened.

Event description:
Patient revised for pain and position of stem on xray, stem found to be in good position and well fixed.